Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent stripped off the balloon during advancement, because the tuohy rotating hemostatic valve (rhv) was inadvertently over tightened. There was no pt involvement. No add'l event info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Although the device was not returned for analysis, there is no info suggesting that there was a quality issue with the stent delivery system. The likely cause of the dislodgement appears to be that the rhv was not opened enough. A review of the lot history record did not indicate any non-conformities noted during mfg, and all quality parameters were within specification on the lot release test samples.